Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on unknown date. The customer's current blood glucose was 280 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. The customer was treated with intravenous insulin infusion drip. Troubleshooting was declined for high blood glucose. Customer had been using the insulin pump within 48 hours of reported low blood glucose. Customer stated auto mode feature was not applicable at the time of event. The insulin pump will not be returned for analysis.